Event description:
(B)(4). Initial information was reported by a physician on 05/18/2009, who reported two cases. This report corresponds to case 2 of 2 (associated case ID is (B)(4)): a currently (B)(6) female patient, received five injections of poly-l-lactic acid (sculptra), (lot numbers/expiration dates not provided) 1st injection of 2cc's on (B)(6) 2007. The physician reported that the patient has visible bumps on both cheeks of her face. The patient received her 2nd injection of 2cc's on (B)(6) 2007, 3rd injection of 2cc's on (B)(6) 2007, 4th injection on (B)(6) 2008 and her 5th injection on (B)(6) 2008. No further medical information was reported.

Manufacturer narrative:
Additional implant dates: (B)(6) 2007, (B)(6) 2008.